Event description:
On (B)(6) 2013, during a tibial intramedullary - im nail insertion, a reamer broke while being inserted into the drill. The shaft and the head were both broken. A backup set was used without significant delay to the procedure. There was no affect on the patient. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The relevant dimensions of the flexible shaft can not be verified anymore because the reamer head is stuck on the shaft and because the prongs are deformed. Therefore, this complaint is indeterminate from a manufacturing standpoint. That the prongs are twisted in a counter-clockwise direction is a clear indication that this device was exposed to a mechanical overload during reaming, which finally caused the deformation of the prongs and the breakage of the reamer head.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.